Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified, however, it is likely the following led to the malfunction: physical stress was applied to universal cord during user handling. It caused abnormality in image sensor unit cable, leading to the event. The event can be detected by following the instructions for use which state: ¿ handling the device in accordance with the following IFU. ¿ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of noise in image was not confirmed. The device evaluation found: no image, and no image without generation of noise however noise occurrence was likely. Non-reportable findings were: universal cord is crushed and wrinkled, and video cable is deformed and wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope had noise in the image. The issue was found during preparation for use for an unknown therapeutic procedure. A similar device was used for the procedure with no delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: no image, and no image with occurrence of noise not confirmed but likely. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.